Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) had missing electrogram's (egms) due to previous priority level settings. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. The patient status was unknown.